Event description:
It was reported that the because of insertion resistance (stylet), the lead was not implanted. Blood on surface of stylet was suspected of being the cause. No patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) helix disengaged from helical channel. The helix does not extend due to being over retracted. A stylet can be inserted with no resistance. There is a small amount of blood in the distal coil that could have been the cause of the insertion diffculty but cannot be confirmed. The reported stylet was not returned. Full lead returned and analyzed.